Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion error. Upstream occlusion alarms were found through a review of the event history log on the final days of customer use but it can not be determined if the alarms are true or false. The cause was determined to be the ultrasonic sensor values out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion error. There was no patient involvement. No additional information is available.